Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00006145.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 wherein the system was explanted due to ineffective therapy. It is unknown which lead was at fault.

Manufacturer narrative:
The reported observation of ineffective stimulation was confirmed when referencing the lead segments. The lead had been cut into two segments during the explant procedure. The two lead segments were tested, and it was noted 2 electrodes measured open: the 2nd and 8th electrode on the stimulation end segment. Insulation testing of the two segments measured within the expected range. The swift-lock anchors functioned as designed during fit and functional testing. Based on the cam compression mark on the stimulation end segment, the anchor was placed in a reverse orientation.